Event description:
During a routine follow-up, the device could not be interrogated. It was unable to establish telemetry with different programmers. The patient has not been exposed to any emi. No pacing was noted on the ECG. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported communication anomaly was confirmed in the laboratory and was due to low battery voltage. No high current drain sources were found during bench, automated electrical and temperature testing. The battery was sent out to the vendor for further evaluation, and no anomaly was detected. The cause of the battery depletion could not be determined.